Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. Unit was test using a water fill reservoir. Units were delivered with 80 mil left in reservoir. Boluses were delivered properly and recorded properly in bolus history. No delivery anomalies noted during testing. Unit received with minor scratched on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 428 mg/dl and under delivery. The customer's blood glucose level at the time of the incident was 376 mg/dl and current blood glucose level was 244 mg/dl. The customer was treated with a shot. The customer stated that changed three different bottles of insulin, infusion sets and reservoirs as well. The customer stated that she got less than about 80 units of blood glucose was skyrocketing. The customer was advised that the site related issues, such as bent cannulas tend to be contributing factors in high blood glucose levels. The insulin pump will be returned for analysis.